Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2013. That night, vasopressor was given to the patient for lowered blood pressure. Additionally, at some point after the procedure the patient experienced urine leakage. On (B)(6) 2013 a CT scan revealed a large hematoma on the right side of the pelvis. The physician opines that the drop in blood pressure was caused by the hematoma, which may have been caused when he placed the right side needle tip slightly more laterally than usual. Reportedly, the bladder became deformed as a result of compression by the hematoma. Reportedly, the patient¿s blood pressure has since risen, and the physician is taking a wait-and-see approach with conservative therapy (specifics unknown). No further information is available, the patient is currently being monitored. If additional relevant information is obtained, a supplemental report will be submitted.